Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had power error detected alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported they were able to clear the alarm and was able to rewind the pump. Customer stated that the notification light stopped flashing immediately. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power error, low battery, or power loss alarms noted during testing or in the device trace download.